Event description:
Consumer called to report testing her meter against a lab reading and getting high results. Analysis run on consensus error grid using lab reading (75) as ref. Point vs. Bd readings (148) yielded some data points in the c zone of the grid, outside of acceptable limits.